Manufacturer narrative:
Product event summary: the shower bag was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the strap supporting the d-ring and outer bag was damaged. This affected the ability to adequately secure and carry the system. As a result, the reported event was confirmed. A possible root cause of reported event can be attributed to multiple factors, but not limited, to the handling during transport or storage of the bag prior use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the strap on the shower bag arrived broken in the package prior to use. The shower bag will be exchanged. No patient complications have been reported as a result of this event.